Manufacturer narrative:
(B)(4).

Event description:
It was reported that short duration auto mode switching episodes were observed upon reviewing the egm of an asymptomatic patient. Patient had a history of pacemaker-mediated tachycardia. Programming changes will be made during patient's next in-clinic follow-up visit.